Event description:
The customer reported that the system exhibited 'communication errors'. This error is likely to result in a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The 5vdc power supply was evaluated during the service call. The system was tested and found to be working as intended and put back into service.